Event description:
Study: lane, t., moore, h., franklin, I., & davies, a. (2015). Retrograde inversion stripping as a complication of the clarivein® mechanochemical venous ablation procedure. The annals of the royal college of surgeons of england, 97(2). Https://doi.org/10.1308/003588414x14055925060398 was reviewed during internal quality system activities. The publication describes that during normal use of the clarivein device, the motor slowed and the catheter could no longer be withdrawn. After attempts to free the catheter were unsuccessful, traction was applied and the entire small saphenous vein (ssv) was reportedly inversion (inverted), stripped, and removed with the catheter. Although the patient did not ultimately experience significant bleeding or other serious clinical sequelae, the event represents an alleged unintended vascular injury. More importantly, if this event were to recur, it could reasonably be expected to result in serious injury, including significant hemorrhage, vascular damage, or the need for additional surgical intervention.

Manufacturer narrative:
This event was identified during internal quality system activities involving retrospective review of literature sources. Upon review, the manufacturer determined the event meets applicable medical device reporting criteria and is submitting this report to ensure completeness of complaint and MDR documentation. This submission does not represent new information regarding device performance or a change in the known risk profile of the device. The suspect device was not returned for evaluation. Device lot information was not available from the publication; therefore, a review of manufacturing records and complaint trending specific to the device lot could not be performed. Based on the information available from the literature source, the complaint could not be confirmed, and a definitive root cause could not be determined.